Event description:
It was reported that there was premature battery depletion. The implantable neurostimulator (ins) was replaced. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the device found no significant anomalies. There was no evidence of internal shorting or other cell anomalies found. Internal condition was similar to a normally discharged cell. No failure mechanisms were identified.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient "seemed to be good." Impedances were not checked by the doctor because they were not able to synchronize the clinician programmer with the stimulator.